Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that during follow-up an episode of pmt occurred after an atrial threshold test. The pmt did not break when magnet was applied. The device was reprogrammed and the episode terminated.